Event description:
After approximately seven years of successful implant use, the patient reported that their performance with the cochlear implant had declined. Testing with the appropriate diagnostic equipment, no evidence of a device malfunction was found. The patient and surgeon decided that the device should be explanted. The surgery was scheduled for 2005. Reimplantation in the contralateral ear was discussed, but final plans were not communicated.